Event description:
The customer reported the ventilator was alarming due to a blower temperature high occurrence. The customer reported the device was in use on a patient and there was no patient harm. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturers field service engineer (fse) reported review of the device diagnostic history noted a blower temperature high occurrence. The fse replaced the motor controller pcb board to address the reported problem. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Conclusion / root cause: the mc board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).